Event description:
It was noted that during a remote follow up, backup vvi (bvvi) mode alert was noted. During a follow up in clinic, the bvvi alert was found to be a false alert. A cybersecurity upgrade was attempter, however, was unable to be completed and the device was no longer able to be interrogated via radio frequency (rf) telemetry. Abbott technical support was contacted and a firmware reset was performed to resolve the event. The patient was in stable condition.